Manufacturer narrative:
(B)(4).

Event description:
It was reported that during placement, the internal threading of the implant (nt3210) was damaged from the mount. The implant was removed and another implant was placed during the same surgery. Tooth location 30.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection. A visual inspection revealed signs of wear consistent with use, and debris about the threads. The external hex is badly damaged, and no longer functions as intended. The alleged malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.